Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses. The devices were explanted the same day. Multiple attempts were made to obtain additional info for this event.